Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin on the keypad assembly. No unexpected pump error 43 alarm noted during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm multiple times. The customer was able to clear the alarm but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.